Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was still initializing five months post implant. The implant detect setting was turned off and the ipg remains in use. No patient complications have been reported as a result of this event.